Manufacturer narrative:
The implant remains in situ. The radiograph image received confirms the presence of two fractures in the spacer. The review of the device history record shows that the implant met all dimensional specifications at the time of manufacturing and successfully passed all inspection requirements, with no reported non-conformities. There were no manufacturing issues related to this product that could have contributed to the complaint condition. The root cause cannot be determined at this time. Labeling review: "warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury." "Possible adverse effects: possible adverse effects include: 1. Initial or delayed loosening, bending, dislocation, and/or breakage of device components." "Postoperative management: postoperative management by the surgeon is essential. This includes instructing, warning, and monitoring the compliance of the patient. 1. Patient should be informed regarding the purpose and limitations of the implanted devices. 2. The surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts or other movements preventing proper healing and/or fusion development."

Event description:
During the 3-month postoperative visit, the patient underwent a CT scan which revealed the spacer which was implanted at l3-4 had broken in two places. The patient is experiencing pain. No additional action has been taken at this time.